Manufacturer narrative:
(B)(4). The device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was twisting the green locking screw driver to advance the locking screw into the delta xtend metaglene, one of the splines at the end of the screw driver broke off. All pieces were obtained from the patient. No surgical delay.